Event description:
Additional information received reported that the patient met with someone on (B)(6) and knew that it was charged until (B)(6), the patient then became frustrated and stopped checking the device. The manufacturer's representative inquired if a battery could become discharged normally between (B)(6). It was reviewed with the caller that this may be normal. There was a power on reset (por) condition and the error code was 0008. The patient was charging during the appointment and was getting good coupling. The manufacturer's representative cleared the por code while on the phone.

Event description:
It was reported that the patient¿s device was in overdischarge and it needed a power on reset (por). It was unknown what code accompanied the por but the por was successfully cleared. A physician mode recharge was performed. The patient was sent home to charge their battery. There was no communication with the clinician programmer, patient programmer or the recharger. An antenna locate was performed and the highest number they got was 32. The patient¿s last successful charge and the last time they felt stimulation was about 2 months prior to the report. The patient thought that their device had been overdischarged for about 2 months at the time of the report. This was the patient¿s third overdischarge. The patient was unable to adjust stimulation and saw another por message a couple of days after the first por message was reset. This message had a ¿call your doctor¿ icon and was a warning por. The patient was going to talk to their doctor about possibly replacing the patient¿s device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-45, lot# v326929, implanted: (B)(6) 2010, product type: lead; product ID 3888-45, lot# v475100, implanted: (B)(6) 2010, product type: lead. (B)(4).